Event description:
It was reported that the patient represented in-clinic as implantable cardioverter defibrillator (ICD) pocket had reopened. As a resolution the ICD was explanted. The patient condition was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).